Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient first experienced the implant heating in about (B)(6) of 2016. The hcp reported that the symptoms of burning and "zinging" did not occur during recharging. It was reported that the ins was interrogated by a manufacturer representative and it showed normal impedance and function. The cause of the heating remains unknown. No further complications are anticipated.

Event description:
An MRI tech reported that the patient¿s implantable neurostimulator (ins) sometimes got very hot while recharging that it might ¿explode.¿ at the time of the report, troubleshooting could not performed because the MRI tech was not with the patient. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
Additional review indicated that the initial reporter submitted on 2017-jan-26 is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-10. The hcp stated that the patient reported burning, shocking, and zinging, but there were no identifiable issues. The burning and zinging were not resolved at the time of the report, they are awaiting an implantable neurostimulator (ins) replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.